Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Pt reported the ins was implanted too low. Pt had a revision 3 weeks or over a month ago and they moved the ins up.